Manufacturer narrative:
Submitted: 01/10/2017. The pump has been returned and evaluated by product analysis on 12/13/2016 with the following findings: device evaluation: on investigation, the battery compartment and pump case was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment and pump case damage. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. This report is made based on results of investigation completed on 12/13/2016.